Manufacturer narrative:
The hemopro 2 extension cable was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The adapter cable was not returned. A pre-cautery test was performed on the hemopro 2 extension cable with a reference hemopro 2 tool, power supply and adapter cable; the device passed the pre-cautery test as the hemopro 2 tool produced steam and heat during several activations. Based upon the eval results, the reported complaint could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro 2 extension cable was plugged into the hemopro 2 tool, the device had no power. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital reported that the hemopro 2 extension cable was sterilized seven times using sterrad.